Event description:
It was reported that pump experienced repeated malfunction alarms, including a recent event where displayed malfunction code and high blood glucose reading marked only as ¿high.¿ customer¿s exact blood glucose value was not known. Customer gave correction dose by insulin injection, planned to use multiple daily injections as backup insulin therapy, and did not require help from emergency services or other third parties. Technical support decided to replace pump.